Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the delivered fraction of inspired oxygen (fio2) percentage was out of specification but it had passed the extended self-test (est). While set at 80%, the device was delivering 100%. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting as the fio2 was found to be within specifications.